Event description:
A malfunction alarm was reported by the customer, who noted a code of malf 12. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. The customer planned to reset the pump upon returning home and will seek assistance if needed.